Event description:
It was reported by a sales rep in 2007 that a pt had a minor mucosal injury during the procedure. The physician decided to use hemostatic clips for this injury. A swallowing study was performed and confirmed that the mucosal injury was superficial with no leak. The pt was released home in good condition. The devices used during the procedure were inspected and no correlation between the device performance and this event could be established.